Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported irrigation failure occurred during a cataract surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Based on our current tracking, there are no adverse trends for this reported complaint. Only a active fluid management system (fms) tray was returned. The cassette was not returned with the sample. As the suspect product was not returned and only a tray was returned, functional testing could not be completed. The root cause of the customer's complaint could not be established as the cassette was not returned. As an insufficient sample was returned, it was not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).